Event description:
Two abbot libre-3 glucose sensors have malfunctioned. One consistently provided incorrect extreme low readings even though the sensor was not included in the recall. Multiple sensors not included in the recall have exhibited the same problem. There were no similar problems when using dexcom g7 sensors. One libre-3 also failed to deploy properly. When abbot finally delivers replacements, several weeks have passed, leaving critical gaps in accurate overnight low glucose detection to prevent stroke and death. Patient code: 4582. Device code: 2460, 3270, 2588. Reference report mw5183827.